Event description:
It was reported that during the closure of a system implant, there was pocket and some diaphragmatic stimulation noted from the left ventricular (lv) lead. The outputs were reduced and the stimulation stopped. However, the lv lead dislodged. The lead was repositioned two days later and remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.